Event description:
On (B)(6) 2013, it was reported that this vns patient underwent explant due to hypothesia in the left neck and jaw, not related to stimulation. The patient demanded explant due to lack of efficacy and hypothesia.

Event description:
Attempts for additional information and product return have been unsuccessful.